Event description:
The facility reported an infusion pump with depleted batteries. The event was reported to have occurred during biomed testing. No patient injury or medical intervention had been reported related to the device.